Manufacturer narrative:
No button response and button error alarms due to corroded keypad traces. No button error alarms noted. Analysis was unable to test for battery outlimit, low reservoir or auto off alarms due to no button response. Analysis was also unable to test for time/clock anomaly due to no button response. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 231 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.